Event description:
It was reported that the customer's blood glucose had increased up 400mg/dl for some days. The high pressure, displacement, and self test were performed and they passed. It was stated that two months ago the drive support cap was loose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.